Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (battery life with damage) issue. It was reported that the battery compartment was cracked. There is no reported adverse event with this complaint. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up #1; date of submission 07/20/2017. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The device has been returned and evaluated by product analysis on 06/23/2017 with the following findings. Review of the black box data revealed evidence of short battery life evidenced by 20 occurrences of drastic voltage drop leading to ¿cs128¿ battery alarm on (B)(6) 2017. On examination, the battery compartment was noted to be cracked. The returned battery cap was able to secure properly to the pump. Moisture corrosion was found inside the battery compartment. Leak testing revealed moisture ingress into the battery compartment at the site of the battery compartment crack. On investigation, the pump powered on correctly. Ez-prime steps were successfully completed. Electrical current draws were evaluated and found to be within the required specifications. Investigation did not duplicate the complaint of short battery life. The pump was opened for further investigation and did not reveal any evidence of damage, defect or contamination of the pump¿s interior components.